Manufacturer narrative:
The device was not returned to resmed for investigation. The astral device was returned to a resmed distributor located in (B)(4) and a technical evaluation was performed. Their technical evaluation determined that the device failure was due to a defective pneumatic block and main circuit board (pcb). The pneumatic block and main pcb were replaced to address this issue. The device passed all servicing tests after the replacements. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.